Event description:
It was reported upon inserting screw during surgery, a piece of the self-tapping screw was chipped off.

Manufacturer narrative:
Method: device history review; results: manufacturing files were reviewed and no incidents with manufacturing were found. This was the first complaint for this particular lot. Conclusion: the cause of the breakage of the screw head is unknown and can be multifactorial.

Event description:
It was reported upon inserting screw during surgery, a piece of the self-tapping screw was chipped off.